Manufacturer narrative:
B5: the lens was later exchanged for a same size lens, different sphere/cylinder/axis and the problem was resolved. D6b: 08/21/2024. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm13.2 implantable collamer lens of -2.0/0.5/1 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2016. Lens rotation not associated to low vault and refractive change overtime are observed. Cause of the event is unknown.

Manufacturer narrative:
B5: reportedly, "refractive surprise is still existing due to an calculation error." There are multiple medical device reports associated with this patient. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D6b: (B)(6) 2024. Claim# (B)(4).